Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion® 4000 syringe infusion pump was received for investigation. A visual inspection revealed the device to be cracked on the right plunger case and a few minor scratches were present on the keyboard. The reported issue was verified during review of the pump event history log. The reported error was present during testing. A root cause for the reported issue was determined to be a combination of the old style motor bracket, leadscrew and clutch halves were found old, dirty of old grease, which was determined to be normal wear.